Event description:
It was reported that the patient had a syncopal episode at home and was taken to the emergency room (ER). It was also reported that the electrocardiogram (ECG) showed a loss of ventricular capture and high ventricular pacing thresholds. The patient is in chronic atrial fibrillation (afib) and programmed to vvir. Reprogramming was completed and the lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.